Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level was become very low that is 44mg/dl. Customer was treated with food for low blood glucose level. Customer stated that he was used the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at time of low blood glucose event. The device will not be return for analysis.